Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A review of all batch record documents was performed for associated lot number gd892638 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer in the USA of felt pain in her stomach from the catheter and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy. During a call with baxter customer services (bcs), the following information was reported. The patient always felt a pain in her stomach from the catheter (onset date not reported). On an unknown date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for peritonitis. Treatment rendered was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The cause of peritonitis was unknown. The patient recovered from peritonitis.